Manufacturer narrative:
This report is submitted on march 10, 2017.

Event description:
Per the clinic, the patient experienced poor performance with the device. Imaging (type and date not reported) revealed that the implant was not inside the cochlea. Subsequently, the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device.

Manufacturer narrative:
This report is filed on april 04, 2017.